Event description:
Coronary stent attempted to be implanted, the stent balloon burst at initial inflation, resulting in a free-floating stent. The stent was not able to be retrieved. The patient had to be transferred to a vascular surgeon to have the stent removed.